Event description:
It was reported that one day post epicardial lead placement, high atrial impedance and no capture was noted. During the revision procedure, the atrial lead was connected to the analyzer and normal values were obtained. When the atrial lead was connected to the device, the impedance was within normal values but there was no sensing or capture with multiple attempts. The physician explanted and replaced the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was analyzed. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 15:00:11. The weekly pace impedance trend data shows an abrupt increase for max atrial pace bi impedance from 494 to 4047 ohms peak between (B)(6) 2012.